Event description:
The customer reported that the system intermittently displayed a kv on in error and filament regulator error. It is a reasonable expectation that the system was not able to provide enough power to create excessive radiation. The "kv on in error" error message will likely shut the system down. There was no death or injury reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and relubricated the high voltage candlestick connectors. The system operates as intended.